Event description:
It was reported that a pen needle autoshield duo 30gx5mm jp was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp set 6 units of the drug; the hcp became unable to press the button after 3 units came out. Priming could be performed.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/4/2021. H.6. Investigation: one open 30g x 5mm autoshield duo sample and two photos were returned from lot. No. 0049410, cat. No. 329705. Visual examination of the returned sample and photo was carried out and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm jp was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp set 6 units of the drug; the hcp became unable to press the button after 3 units came out. Priming could be performed."